Event description:
During insertion, after about two turns of the anchor it shattered. All the pieces were removed with a grasper and shaver and the surgeon flushed out the site. A back-up anchor was used.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4). (B) (4).